Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a superficial infection on his back at the t8 level. The healthcare professional (hcp) sent a sample out for a gram stain. After receiving the results, he decided an explant would be best for the patient. The issue was reported to be resolved. No further complications were reported.